Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 5. Reference MFR. Report: 1627487-2016-05943, 1627487-2016-05944, 1627487-2016-05945 and 1627487-2016-05947. The patient had 2 leads with lot number 3593604 implanted (device 5). It is unknown which lead is related to the allegation. Therefore, all possible leads are being reported. It was reported the patient has not been receiving effective stimulation. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 5. Reference MFR. Report: 1627487-2016-05943, 1627487-2016-05944, 1627487-2016-05945 and 1627487-2016-05947. Follow up information identified the patient¿s entire scs system was replaced with a new one.